Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02162. It was reported that high impedance issue was observed on both leads. The leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.